Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and observed leaks in the t-valve and sample syringe. The failure mode was identified as a defective sample syringe and modular chemistry sample t-valve. The fse performed cleaning and replaced the sample syringe and modular chemistry sample t-valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous low sodium (na) results for two (2) patient samples on their dxc 600 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.